Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. The cause of the syncopal episodes was unknown. No intervention was performed at this time and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead had experienced three syncopal episodes. A chest x-ray revealed a lead fracture. Daily measurements for the past year showed stable pacing impedances along with good pacing threshold and sensing measurements. No additional adverse patient effects were reported.